Event description:
It was reported that the wake button was sticking and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined technical support assistance, and the case was documented for further review.